Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin pump switched to stop mode and a few seconds to run mode automatically. Caller reported her doctor checked the pump history and noticed that the pump switched often to stop mode and to run mode in the night. No adverse event reported. Requested return of the alleged device for evaluation.